Event description:
Customer reported a button error alarm that occurred after a battery change. She stated that the buttons had become unresponsive. The blood glucose reading was 161 mg/dl. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot, and a scratched reservoir tube window. No moisture damage was found inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.